Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump has major cracks. It was also reported that the back of the insulin pump by the battery compartment is going at an angle into the lcd screen. Customer's blood glucose level at the time 150mg/dl. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. No cracks at the label sticker noted.